Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm on (B)(6) 2023. After the sensor was inserted, the patient felt pain in her arm and removed the sensor accordingly. Upon doing so, she observed that the "sensor tip" remained in her skin. She stated that she was unable to remove the needle fragment herself, so she visited a hospital later that day. At the hospital, the patient underwent an x-ray examination which confirmed the presence of the needle in her skin. Doctors told the patient that the needle was determined to be close to the her nerves. Two days later, the patient returned to the hospital and underwent a surgical operation to remove the needle from her body. The patient was discharged from the hospital later that same day and was given pain relievers and antibiotics after being discharged. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.